Manufacturer narrative:
The stapler 45 instrument and stapler reload have not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the tear in the patient's tissue. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted right colon procedure, after firing the stapler 45 instrument with an unspecified reload across the patient's colon, the surgeon observed that the mucosal layer of the patient's right colon muscle appeared to peel off, separate, and tear. The surgeon sutured the affected tissue to resolve the reported issue.

Event description:
It was reported that during a da vinci assisted right colon procedure, after firing the stapler 45 instrument with an unspecified reload across the patient's colon, the surgeon observed that the mucosal layer of the patient's right colon muscle appeared to peel off, separate and tear. Reportedly during the clamping sequence, a 100 percent clamp was achieved and the patient's tissue was well skeletonized. The surgeon sutured the affected tissue to repair the tear. No other information regarding the reported event was provided.